Event description:
It was reported that bd unknown insyte needle pierced the catheter. The following information was provided by the initial reporter, translated from portuguese to english: according to the health professional it continues to occur with several punctures, the puncture technique is correct, when they pull the mandrel (needle) and push the silicone part it bends and breaks and the serum does not enter. One of the photos I pushed the mandrel to see what happens in the silicone inside the vein. This has been happening with catheter 22. From the report, there is probably an improvement to be applied in the puncture technique. The mandrel cannot be pulled before the catheter is inserted. Due to its malleability and compliance to avoid mechanical phlebitis (vialon technology), the mandrel must be stabilized as soon as the blood has refluxed and used as a guide for catheter insertion, only after which it must be removed. In smaller calibers, such as 22g and 24g, this need is even greater due to the thickness of the catheter.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
No additional information.

Manufacturer narrative:
To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the needle was observed through the catheter. It is worth noting that if the product was transfixed due to a manufacturing problem, it would not be possible to use the product. Although the material code, batch number and description were not provided, according to the visual analysis of the sample photo, the adapter has a similar feature to the product insyte autoguard bl 22ga x 1.00in. It was not possible to complete a review of the production history records, as the batch number was unknown for this incident. Based on the investigation results and the provided feedback, it is probable that this incident resulted from the use of the product. When performing the 360-degree rotation, the catheter may have been pushed forward and when re-cannulating, the catheter may have been transfixed. If the product had been transfixed due to a manufacturing related defect, it would not have been possible to use it. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.